Manufacturer narrative:
A4 - patient weight not provided. Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It appeared that the mpu lost total power and enabled the emergency backup battery (ebb) in the system controller until power was restored to the mpu. The event lasted around 3 seconds.